Event description:
Related manufacturer reference number: 2017865-2022-01664, related manufacturer reference number:2017865-2022-01665, related manufacturer reference number:2017865-2022-01666. It was reported that the pacemaker dependent patient presented with pocket erosion. It was noted that the device and leads were visible through the eroded pocket. The device and leads were extracted, and a lead was placed for pacing support. The patient was in recovering condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the pacemaker dependent patient presented with pocket infection. It was noted that the device and leads were visible through the eroded pocket. The device and leads were extracted, and a lead was placed for pacing support. The patient was in recovering condition.